Event description:
Healthcare professional (hcp) reported that a patient was injected with skinvive¿ by juvéderm® may have had a congested vessel. Hylenex® was provided. Hcp later reported the patient's skin was "blanched at multiple sites" which resolved with hylenex®. The next day, the patient's skin was turned "dark purple", and three different compressions were identified using ultrasound, leading to another round of hylenex®. A third round of hylenex® was provided the following day. Symptom resolution is unknown.

Manufacturer narrative:
Larification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.